Event description:
It was reported that a patient, who had a right rtsa, underwent a revision procedure. The patient was unstable and was dislocating requiring the revision to regain their joint stability. During the surgery, there were clear signs of metallosis and black tissue. The poly was easily removed, and the surgeon stated that the poly wasn't really locked into the humeral tray but was just sitting on top of it. The surgeon removed the 42mm +2.5 poly and the +0 humeral tray and torque screw as well as the 42mm glenosphere and glenosphere locking screw. The surgeon kept the 7mm preserve stem implanted as it was well fixed and also kept the glenoid baseplate implanted and the 3 peripheral screws. To increase joint stability, the surgeon re-implanted a 42mm +4 lat. Glenosphere and locking screw on the glenoid side and on the humeral side, he implanted a +5mm humeral tray and torque screw with a 42mm +0 constrained liner. The patient was stable with these implants. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for return. The hospital won¿t release them. Device images were provided. No further information. This is 1 of 3 reports for this event.